Event description:
It was reported that the arctic sun device keep getting error 80 non-recoverable system error. Patient reached target temperature (tt) as of 9am. They had power device off and back on. Selected continue current patient. Nurse notes screen was not responding well to touch. Tried to restart therapy and red x over icon appeared on the screen. Tried powering off again but error returned. Advised to swap out and send to biomed for evaluation. Sn: (B)(6) walked through set up of normothermia no new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Patient reached target temperature (tt) as of 9am. They had power device off and back on. Selected continue current patient. Nurse notes screen was not responding well to touch. Tried to restart therapy and red x over icon appeared on the screen. Tried powering off again but error returned. Advised to swap out and send to biomed for evaluation. Walked through set up of normothermia no new device. The instructions-for-use under (B)(4) rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keep getting error 80 non-recoverable system error. Patient reached target temperature (tt) as of 9am. They had power device off and back on. Selected continue current patient. Nurse notes screen was not responding well to touch. Tried to restart therapy and red x over icon appeared on the screen. Tried powering off again but error returned. Advised to swap out and send to biomed for evaluation. Sn: (B)(6) walked through set up of normothermia no new device.